Manufacturer narrative:
A3: ni. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. F.10. Patient code(s): (B)(6) (no consequences or impact to patient) not labeled. F.10. Device code(s), [component code(s)]: (B)(4) (foreign material present in device) labeled. Codes provided by manufacturer. This report was mailed to FDA on: 06/18/2010. The manufacturer internal reference number is:(B)(4).

Event description:
Adverse event(s): "no patient involved." (No consequences or impact to patient). Product problem(s): "fiber seen from back table cover." (Foreign material present in device). The customer reported fibers are getting on instruments and entering the eye and removed during the procedure. Additional follow-up information has been requested.

Manufacturer narrative:
No samples were returned for evaluation and root cause analysis the customer's complaint history was reviewed this is the first event reported regarding this issue for this facility there are no reports against the finished goods lot the pak was built per specifications root cause is unknown a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause no corrective action taken. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. This report was mailed to FDA on. 07/16/2010. The manufacturer internal reference number is: (B)(4).